Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that would not bolus was confirmed and reproduced during product evaluation. The root cause was not identified. No repairs were made to fix the reported condition due to estimate refusal by the customer. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported an infuso.r. Infusion pump that will not bolus. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "anesthesia" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.